Manufacturer narrative:
Additional information was received that the unit was unplugged while the unit was on and ran until the battery voltage was too low to function and turned off. This was a use error. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare (gehc) became aware of a gap within a unique service support activity process which permitted closure of events prior to being reviewed by the complaint handling unit. Ge healthcareâs investigation into the issue identified that a low frequency of service activities would close prior to adhering to ge healthcareâ¿¿s complaint evaluation process because it was incorrectly understood that these events would be duplicate events already evaluated and documented in ge healthcareâ¿¿s complaint handling system. As part of gehcâs investigation, this specific record was determined to be a reportable event and is being reported outside of the 30-day reporting timeline. This process non-conformance is being addressed via gehcâs CAPA system to: (1) report any appropriate records/events which have not been reported as a result of this issue (2) prevent future occurrence. Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in ac power failure causing loss of ventilation. There was no patient involvement.